Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, urethral atrophy, it was reported that the device was not working, and the balloon was slightly distressed. The aus was explanted and replaced. There were no additional patient complications reported.